Event description:
A 3.0 mm diameter x 18 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a proximal lad lesion. The vessel morphology was reported to have severe calcification. It was reported that the physician inserted the endeavor delivery system and was experiencing difficulty while trying to advance to the lesion. The stent was unable to cross the lesion; upon removal into the guide the stent dislodged in the guide catheter. The stent and the guide catheter were removed without any complication. The procedure was successfully completed; no details were available. The pt is fine.

Manufacturer narrative:
Evaluation results and conclusions - other (lack of information, device not returned).